Manufacturer narrative:
Unable to confirm deflation. Not explanted. No information available. Updates and/or corrections made to the following sections: date of this report (b4). Catalog# (d4). Device available for evaluation (d10). Initial reporter information (e1). Type of report (g7). Type of reportable event (h1). Type of follow-up (h2). Device evaluated by manufacturer (h3). Event problem and evaluation codes (h6). Manufacturing narrative/corrected data (h10).

Event description:
Alleged deflation.

Event description:
Alleged deflation.